Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the monopolar curved scissor instrument had a broken conductor wire. There was no report of patient involvement or patient injury.